Event description:
It was reported that the external pulse generator had a cracked front and rear case assembly and that the battery compartment door was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the front and rear case assemblies were cracked and the battery compartment door was broken and all were replaced. Analysis also found that the lower case, battery release and heart lead flex were contaminated, that one bail cover was broken, that the lead flex cover was broken and contaminated, that the battery contacts were compressed, the keyboard was scratched and the main printed circuit board and battery flex were corroded. (B)(4).